Manufacturer narrative:
The follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of x-rays provided. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. X-ray reviewed by a radiologist indicates that there is marked narrowing of the space between the tibial and femoral components consistent with advanced polyethylene wear. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Implant: (B)(6) years ago. Customer has indicated that the product will not be returned to zimmer biomet for investigation, because per the hospital's policy reps cannot take explanted implants. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent knee arthroplasty on an unknown date. Subsequently, the patient underwent a revision due to instability caused by poly wear. Attempts have been made and additional information on the reported event is unavailable at this time.